Event description:
The customer reported the sys displayed an overload fault. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Several parts were replaced. The sys was then found to be operating as intended.